Event description:
Device malfunction: pinhole in balloon. Time of malfunction: during procedure. Symptoms: none. It was reported that, during a brachial native dialysis fistula declotting procedure, an agiltrac demonstrated a pinhole. The balloon preparation procedure went well. During balloon inflation at 10 atm the physician noticed the pressure was not holding and a pinhole leak was noted at the distal portion of the balloon. The balloon was removed intact and another balloon was used. There was no reported injury and no additional information available.

Manufacturer narrative:
Quality assurance analysis revealed that the agiltrac catheter was returned with blood visible on the balloon and on the sidearm. There was contrast visible in the balloon. The balloon was not tightly folded. There was a stopcock attached to the inflation port of the sidearm. Quality assurance attached an indeflator onto the sidearm, inflated the balloon and observed a pin hole in the balloon 3 mm proximal to the distal shoulder. There was a radial scratch at the pin hole for a length of .9 mm. Quality engineering reviewed the incident information and the analysis of the returned devices. The returned device was confirmed to have a pinhole observed on the balloon 3 mm proximal to the distal shoulder. The balloon catheter was sent for sem for further analysis. The sem analysis report indicates that "the balloon failure may be attributed to mechanical damage to the outer surface. The sem report shows radial scratches near and leading into the pinhole. A lot history record (lhr) review was performed on this part number and lot number combination and no non-conforming materials report (nmr) were noted. The scrap log was reviewed for this lot and no devices or subassemblies were scrapped on the line for leaks,scratches, or exterior mechanical damage. Also, there have been no other incidents for this same lot number. The manufacturing engineer (me) for this line was conferred with regarding this incident and specifically the sem report. The me has not seen this type of pinhole and exterior mechanical damage on the manufacturing line and cannot attribute the pinhole & scratches to the manufacturing process. The balloon catheters are leak tested on a 100% basis and visually inspected on the line and sample inspected at the finished goods level. The reliability engineering (re) (sampled finished goods inspection/test) inspection and test of this lot passed the requirements. Specifically, the visual inspection of the balloons for scratches and exterior mechanical damage passed and the balloon rupture tests passed their requirements. The specific root cause is unknown. No determination of the cause of the exterior scratches and the pinhole can be made. All manufacturing processes and inspections passed and the prep of the device at the account site passed. One possible cause may be related to operational context, i.e. The conditions under which the product was subjected to contributed to the event. This MDR is considered closed by the quality assurance department.